Event description:
It was reported that during a needle localization procedure the technologist was positioning the patient and the c-arm rotated downward and impacted her shoulder. No patient impact. The technologist was evaluated and an x-ray was done with normal results. She had discomfort, but no redness or bruising and no further medical intervention was needed. A field engineer was dispatched to the site and it was determined that the c-arm control switches needed to be replaced. Once this was completed the system is working as intended.